Manufacturer narrative:
(B)(4). Customer reported to have evaluated the ventilator, and found that the bd to gui cable was damaged. The cable was replaced and the unit passed all testing and operates within the manufacturing specifications.

Event description:
Customer reported that 840 ventilator screen stopped working ten minutes after initiation, vent inop error occurred. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.